Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2021-04124. It was reported that both of the patient's leads had high impedances. It was noted the patient had recently fallen on their back. X-ray revealed lead fracture. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively.